Event description:
Discordant pt potassium result. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant potassium result.

Manufacturer narrative:
The initial potassium level was not reported to the physician. Customer could not provide make or model of second instrument used for testing.